Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ruptured balloon on a tri-funnel device was confirmed and determined to be use related. A 20fr tri-funnel replacement device was returned for investigation. The device revealed evidence of use. Residue was found within the feeding tube. Discoloration was observed in the balloon. A complete split was observed around the midpoint of the balloon. Due to the breach in the balloon material, the balloon could not be inflated. A microscopic examination of the split revealed that the adjoining surfaces of the balloon were granular. The observed damage is consistent with a burst due to over-pressurization. The product IFU indicates to not exceed the maximum recommended inflation volume. The steps for checking the balloon volume are outlined in the IFU and the correct inflation volume was printed on the valve of the returned device. A lot history review (lhr) of ngat4923 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the gastrostomy probe (20fr) was passed on (B)(6) 2017 and on (B)(6) 2017 and there was balloon breakdown. The device was withdrawn and provisionally passed a foley probe on (B)(6) 2017. Note: the device was used with polihart connected to the proper route for infusion of medication and diet. The probe was removed and a foley probe was previously used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngat4923 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported that the gastrostomy probe (20fr) was passed on (B)(6) 2017 and on (B)(6) 2017 and there was balloon breakdown. The device was withdrawn and provisionally passed a foley probe on (B)(6) 2017. Note: the device was used with polihart connected to the proper route for infusion of medication and diet. The probe was removed and a foley probe was provisiously used.